Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for a total of 9 samples from seven different patients tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). None of the erroneous results were reported outside of the laboratory. Patient 1 initially resulted as 31.93 pg/ml accompanied by a data flag. This sample was repeated three times on (B)(6) 2017, resulting as < 3.00 pg/ml accompanied by a data flag each time. On (B)(6) 2017, a second sample from the same patient resulted as 5.36 pg/ml. This sample was repeated twice on (B)(6) 2017, each time resulting as < 3.00 pg/ml accompanied by a data flag. On (B)(6) 2017, patient 2 initially resulted as 20.52 pg/ml accompanied by a data flag. The sample was repeated twice resulting as 4.03 pg/ml and > 3.00 pg/ml accompanied by a data flag. A second sample was collected from this patient on the same day, resulting as 3.72 pg/ml. Blood vessel heparinization may have been performed before sample collection for these two patients. Information provided also suggests the customer was not following sample handling recommendations of the tube manufacturer. The laboratory has had problems with air quality and dust. The field service engineer (fse) found dust on the e411 analyzer and the analyzer incubator. He cleaned the analyzer thoroughly. The gripper finger was checked and it was clear. He did not identify any sources of electromagnetic interference near the analyzer. After the fse visit, the issue recurred. On (B)(6) 2017, patient 3 initially resulted as 18 pg/ml. The sample was repeated, resulting as 5.7 pg/ml. A second sample was collected from the this patient on the same day, resulting as 4.5 pg/ml. On (B)(6) 2017, the fse changed waste tubing, performed a high voltage adjustment, performed a blank cell calibration, and ran performance testing. On (B)(6) 2017, the customer stated that the issue was still not resolved. At this time it was reported the customer was now following tube manufacturer recommendations. Patient 4 initially resulted as 17.26 pg/ml, repeat result was < 3 pg/ml. A second sample from the patient initially resulted as 11.8 pg/ml and when repeated, it resulted as < 3 pg/ml. Patient 5 initially resulted as 23 pg/ml, repeat result was 30 pg/ml. Patient 6 initially resulted as 13.3 pg/ml, repeat result was 5.7 pg/ml. Patient 7 initially resulted as 18 pg/ml, repeat result was 8 pg/ml. The patients were not adversely affected. The tnthsst reagent lot number was 17645203, with an expiration date of 12/31/2017.

Manufacturer narrative:
It has been clarified that the following service activities were done after the occurrence of the last false sample result: "field service engineer (fse) found dust on the e411 analyzer and the analyzer incubator. He cleaned the analyzer thoroughly." The fse performed maintenance on the analyzer and exchanged the measuring cell on 02/13/2017. A specific root cause could not be determined based on the provided information. Related control results were ok. A recommended 30 minute clotting time was most likely not performed for all samples. As no new false results were observed after the instrument was cleaned, it can be assumed that contamination of the instrument with dust led to the occurrence of false sample results.